Event description:
The contact stated that when she opened a new carton of test strips, some of the test strips were outside the bottle. She put the test strips back inside the bottle. No adverse events were alleged. The test strips are to be returned for evaluation, as exposure to moisture can cause high test results. Replacement test strips will be sent.